Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4574 implantable pacing lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) showed pauses and inconclusive electrogram data. The ipg was at elective replacement indicator (eri). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.